Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as lifevest and had rubbed the patient¿s skin raw with bleeding underneath both breasts and the area is deep, but under the left breast was the worst area. There was no alleged device malfunction contributing to the irritation. The patient is in the hospital now being evaluated for wound treatment; bandages were applied. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.